Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system crash. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system suddenly crashed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.